Event description:
Patient reported concern with the buttons on the pump. Patient stated she stopped therapy with the pump 3 months ago during the summer because last june during a night she noticed that all of the buttons on the pump had stopped working, the pump turned off suddenly and it did not turn on anymore. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.